Event description:
The patient had expired; the cause of death was under investigation. Patient died at a group home. It was unknown if the patient's death was device related. The medical examiner wanted to check the device to see if it was still functioning and had drug. The device system was used to infuse baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient died on (B)(6) 2013 from complications of cerebral palsy. The patient had lioresal 2000 mcg/ml at 200mcg/day. The cause of death was not device related, and the reporter was unsure if the pump would be returned.